Event description:
Customer states: after one day patient use, a nurse manager confirmed the cuff pressure would not increase even by inflating the additional air. No problem was confirmed upon the pre-test performed. The reporter confirmed that extubation and recannulation of a replacement tube was required.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis.